Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing threshold. Additional information obtained indicates that the cause of high threshold was not determined. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the complete lead was returned with set screw mark on the terminal pin. Electro-cautery damage was found in the insulation. Body and body fluid was also noted in the lead due to the damage. Furthermore, helix was retracted however the tip and helix were intact and appeared undamaged. The lead then passed electrical test. Laboratory testing was unable to reproduce the reported clinical observations.